Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the damaged therapy cable and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device 's therapy cable was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The cause of the reported issue was determined to be a broken therapy connector and cable. Section b5 of the initial medwatch report indicates: the customer contacted stryker to report that their device 's therapy cable was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. Section b5 of the initial medwatch report should indicate: the customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker found that their device 's therapy cable was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker found that their device 's therapy cable was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.